Event description:
It was reported that during a percutaneous coronary intervention there was difficulty crossing the lesion and stent damage. The 90% stenosed lesion with severe calcification was located in the moderately tortuous distal left circumflex, posterolateral branch and posterior descending branch. The 3.00x20mm taxus express2 drug eluting stent was unable to cross the lesion. A plain old balloon angioplasty was performed three times and then the stent was advanced, however, it still did not cross the lesion. The physician pulled out the stent and the distal edge of the stent was lifted. The procedure was completed with a different device. Pt condition was reported as "good".

Manufacturer narrative:
The device was returned to the complaint investigation site for analysis and visual examination of the returned device revealed proximal stent damage. Some of the struts from the first to the second row from the proximal end were flared distally. The outer diameter (od) of the damage found on the proximal end of the stent was measured at approx 1.19mm. The od of the area where there was no damage found was measured at approx 1.15mm. A visual examination found kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.